Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the broken catheter was found when changing op site. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the tubing was confirmed, and it appeared that the device was damaged during use. One 4 fr s/l groshong PICC was returned for investigation. The stylet had been removed and the two-piece connector was attached to the catheter, which indicates that the catheter had been placed. The catheter was received in two segments. The proximal catheter segment extended 3.1cm from the distal end of the strain relief oversleeve. The distal catheter segment was 34.3cm in length and contained the 3-position valve. Dry blood residue was observed within the lumen. The adjoining ends of the catheter were microscopically examined. Portions of the adjoining surfaces were granular and jagged. Portions of the adjoining surfaces were smooth and granular. An impression in the circumferential direction was observed in the clear portion of the tubing at the break site. A tactual investigation revealed elastic weakness in the tubing distal to the break. The condition of the sample and the material weakness indicate that the groshong PICC was damaged during use. No damage or defects related to the manufacturing process were observed on the returned sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the broken catheter was found when changing op site. Another device was used to complete the procedure. There was no reported patient injury.